Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor smooth saline breast implants and experienced bilateral grade ii capsular contracture and right-sided deflation postoperatively. The patient was a part of a mentor clinical study. On (B)(6) 1994, the patient was diagnosed with bilateral grade ii capuslar contracture. In the morning of (B)(6) 2020, the patient woke up and noticed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for left-sided prosthesis.